Event description:
Patient reports rupture, silicone in the armpit and suspected alcl. Histopathological markers have not been reported, and alcl cannot be confirmed. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Date of diagnoses: not provided. Implanting hospital: (B)(6). Implanting physician: (B)(6). Explanting physician: not provided. Explanting hospital: not provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone in the armpit and suspected alcl.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. In the photograph observed two devices one with a opening and red particles in the surface of the shell and the other appears to be intact with red particles in the surface, both devices are without labeled are side of explanted. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Previous medwatch submission noted lymphoma - alcl - suspected. Upon further review of record, allergan medical safety has determined that there is insufficient information for lymphoma - alcl - suspected. Hence, lymphoma - alcl - suspected will be removed at this time.

Event description:
Patient further reported via pathology report left side "calloused prosthetic capsule tissue with partially synovial-like lining, lipogranulomatous inflammation and scarring, and isolated siliconomas. Sparse glandular parts. No suspicion of malignancy." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, h6.

Event description:
Patient reports rupture, silicone in the armpit and suspected alcl. Histopathological markers have not been reported, and alcl cannot be confirmed. Patient further reported via pathology report left side "calloused prosthetic capsule tissue with partially synovial-like lining, lipogranulomatous inflammation and scarring, and isolated siliconomas. Sparse glandular parts. No suspicion of malignancy." The device has been explanted. This record relates to the left side.

Event description:
Patient initially reported left side rupture, silicone in armpit and suspected alcl. Patient later provided evidence of no suspicion of malignancy. Patient underwent a biopsy which showed "lipogranulomatosis inflammation and scarring, and isolated siliconomas" and "no suspicion of malignancy". Rupture and axillary siliconomas were diagnosed by MRI, mammography and ultrasound. The device has been explanted by capsulectomy.

Manufacturer narrative:
Additional, corrected and/or changed data.